Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module was being used to infuse normal saline over 2 hours when an error code occurred. There was patient involvement but no harm. The customer later added that they hung sodium chloride 0.9% on (B)(6) 2025 at 1627. It was a 500ml bolus at a rate of 250ml/hr. The error happened approximately halfway through the infusion so around 1730. There were no other infusions running at the time and the device experienced error code 232.6040.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a090206. Annex b: b01. Annex c: c0201. Annex d: d15. Annex g: g05005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error 232.6040 was confirmed trough log review and during laboratory testing. A review of the suspect pump module error log recorded an error code 232.6040.0 on (B)(6) 2025 at 5:18 pm. Upon decoding the channel error code, it was identified as a display failure. The returned pump module was attached to a laboratory test pcu for functional testing. The pump module powered on and no errors were displayed. After this, an infusion was programmed with the last programmed infusion. Immediately after the infusion started, the suspect pump module alarmed for channel error 232.6040.0. Next, utilizing the alaris system maintenance (asm) software v12.5, simultaneous display test was performed on the suspect pump module. The pump module failed test since it was observed a segment of display not powering on. The display board was temporarily replaced with a known good dchu laboratory part. After powering on the device an infusion was programmed to run for 1 hour. No channel error or malfunctions were observed during this test. Additionally, it was observed that all segment displays were powering on with no issues. Internal inspection noted that display board had flux residue. All inspected parts were manufactured by bd. Bd channel error tip sheet states that the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of channel error 232.6040 is being attributed to a faulty display board. Note that imdrf annex a090206, d15, g05005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module was being used to infuse normal saline over 2 hours when an error code occurred. There was patient involvement but no harm. The customer later added that they hung sodium chloride 0.9% on (B)(6) 2025 at 1627. It was a 500ml bolus at a rate of 250ml/hr. The error happened approximately halfway through the infusion so around 1730. There were no other infusions running at the time and the device experienced error code 232.6040.